Event description:
After successful deployment of a s670 stent in the distal right cornary artery, a 3.5mm diameter by 15mm length s670 stent delivery system was inserted to a direct stent in lesion in the proximal right coronary artery. It was not possible for the stent to cross the calcified lesion, therefore the stent was pulled back into the guide catheter. The device was advanced a second time in attempt to cross the lesion, but it was unsuccessful. Upon removal, the stent dislodged from the delivery balloon when it was pulled back into the guide catheter. Subsequently, the stent was successfully deployed at the targeted lesion site, using a 3.5mm ptca balloon that was inserted through the stent and inflated. An add'l stent was deployed proximal to the stent to complete treatment of the vessel. The pt was reported to be fine post procedure and there was no add'l clinical sequelae reported related to the event. The direct stenting and the lesion calcification contributed to the stent not crossing the lesion. The instructions for removal of an undeployed stent were not followed when the stent was pulled into the guide catheter.